Event description:
The customer observed sample presentation errors with the inpeco system (accelerator aps). The customer is concerned regarding the possibility of incorrect patient results being reported. There is no report of incorrect results or impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.